Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) experienced an inappropriate anti-tachycardia pacing (atp) burst, followed by one inappropriate shock, as a result of atrial fibrillation (af) with rapid ventricular response. The therapy did not convert the rhythm. No additional adverse patient effects were reported. This ICD remains in service.